Event description:
It was reported that intermittent occlusion alarms occurred. As a result, their blood glucose level was reported as "high" on their continuous glucose monitor, with a specific value unknown. To address the issue, the customer changed their cartridge and infusion set, successfully resuming insulin delivery without needing third-party assistance. Customer changed supplies to address the issue.